Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 18x1-1/2 rb tw needle was clogged / blocked. The following information was provided by the initial reporter translated from dutch to english: resistance when lifting non-viscous liquids from miniplasks or minibags. When did the incident occur? During use. We continue to be confronted (approximately weekly) with pull-up needles that one cannot get away with in intensive care. This has been reported to you a few times and each time no cause was found. On occasion there may be another collection of such a problem needle. The problem occurred when drawing up nacl 0.9% and we also put the mini-plasco aside. They could not provide the lot number of the defective pull-up needle as the packaging was already discarded. The pull-up needles still present have lot. 240802 and concerns reference 303262. This wednesday I will not be there myself. (B)(6) is it okay if the bd representative, (B)(6), visits you this wednesday regarding this complaint? It would be around noon. The defective pull-up needle will be picked up? Or do you wish to have it at your disposal on wednesday? Ps all colleagues of cell implants within pharmacy can do this (route c230).

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 240802. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) plastic bag of nacl and a microlance needle were returned for evaluation by our quality team. There was no defect observed on the returned microlance needle. The needle had a well-formed cannula bevel and it was not clogged. Considering the information provided, ¿resistance when lifting non-viscous liquids from miniplasks or minibags¿, we understand that a possible issue of coring took place which evoked a possible clogged needle. Material 303262 has been created with a regular bevel in contrast to material 304622 which has a short bevel. This means the way the needle punctures changes. Material 303262 should have an angle of penetration between 45 to 60 degrees, which differs from material 304622 which was 90 degrees. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. It is unlikely that this incident resulted from poor or insufficient deburring of the cannula. We cannot discard the possibility that the handling of the product had a role in this incident. It is important that the user puncture the nacl bag plastic rubber as explained above to avoid the coring effect when performing this practice. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.